Event description:
Additional information was received that insulation damage of the right ventricular (rv) lead was suspected, but was unable to be confirmed.

Event description:
During a remote follow-up, an increase in the pacing impedance was observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.